Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral stenting procedure to treat the target lesion in the right superficial femoral artery (sfa). One supera stent was deployed without issue. A second supera stent delivery system was advanced and deployed, overlapping the first. Deployment was initiated and no difficulty was noted; however, fluoroscopy visualization was poor and the stent was being deployed too close to the introducer sheath. The stent was deployed partially in the sheath. The physician pulled the sheath, trying to move it to give the stent more room for deployment; however, the stent was pulled with the sheath, with the proximal end of the stent ending outside of the artery and in tissue. The distal end of the stent remained at the target lesion, overlapping the first deployed stent. A cut-down procedure, with an endarterectomy, was performed. The proximal portion of the stent was pushed back into the artery and the artery was patched. A clinically significant delay was reported, as there was a two-hour delay and surgical intervention was required. The patient was in stable condition at the end of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The difficulties occurred because of the fluoroscopy visualization being poor resulting in the stent being partially deployed in the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.